Event description:
The customer was hospitalized due to high blood glucose. The blood glucose level at the time of the event was 600 mg/dl. Prior to the event, the customer fainted and an ambulance was called. The insulin pump has cosmetic damage. The damage occurred during a car accident in which the patient was the driver. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.